Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer also mentioned that the insulin pump had an insulin pump error alarm. The customer was able to clear the alarm but not able to rewind the insulin pump. The insulin pump will be returned for analysis.